Event description:
It was reported that during a procedure at the user facility, the device was determined to be overheating and caused a burn to the bone of the patient's skull. No clinically significant delay, no medical intervention and no additional treatment were required.

Manufacturer narrative:
The failure analysis engineer was unable to duplicate the reported overheating or running with insufficient torque/speed, and no failure modes were observed during the visual inspection.

Event description:
It was reported that during a procedure at the user facility, the device was determined to be overheating and caused a burn to the bone of the patient's skull. No clinically significant delay, no medical intervention and no additional treatment were required.

Manufacturer narrative:
The handpiece originally reported on will be considered concomitant to an unknown attachment which was likely to have caused the reported event. Device not returned.

Event description:
It was reported that during a procedure at the user facility, the device was determined to be overheating and caused a burn to the bone of the patient's skull. No clinically significant delay, no medical intervention and no additional treatment were required.